Event description:
It was reported that the patient was feeling light-headed and dizzy. It was noted that the right ventricular (rv) lead trend indicated high thresholds since implant, with possible loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008; 30502301 tissue valve, implanted: (B)(6) 2001. (B)(4).